Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, cystocele and defected fascia rectocele and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, bleeding, bowel problems, and vaginal scarring. Patient underwent mesh removal on (B)(4) 2012 for mesh erosion.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent excision of exposed mesh and underlying granulation tissue and vaginal repair due to mesh exposure and pelvic pain on (B)(6) 2014.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.